Manufacturer narrative:
The pharmacy reported that the needle for bemfola 75 iu pen pack of 1 had pierced the protective cap. This was replaced with another pack from the same batch. In addition, the patient also has two other pens with no issues coming from the same batch. The review of the manufacturing documents from main batch 211271 showed no abnormalities or deviations from the validated manufacturing process. Visual inspection of complaint sample picture shows pierced inner protective cap. Angle control on the assembly line was reviewed and found that this is 100% controlled before the inner protective cap is fitted to prevent cannula from puncturing the inner protective cap during assembly. No cause for error can be found.

Event description:
The pharmacy reported that the needle for bemfola 75 iu pen pack of 1 had pierced the protective cap. This was replaced with another pack from the same batch. In addition, the patient also has two other pens with no issues coming from the same batch.